Event description:
Aptus heli-fx endoanchors were used in conjunction with a medtronic endurant endograft in the urgent treatment of a ruptured abdominal aortic aneurysm (aaa). The pt had begun experiencing symptoms of rupture approximately 24 hours prior to the endovascular procedure to repair his aneurysm, and a large amount of blood was apparent in the peritoneal cavity via preoperative CT imaging, raising concern for compartment syndrome. The pt was reportedly hemodynamically unstable. Clotting status is not known. Due to the pt's short proximal neck and urgent status, the endurant endograft was intentionally deployed proximally, covering the right renal artery, in an attempt to increase the proximal sealing zone. Angiography following initial endograft placement revealed a suspected type la endoleak on the right side of the aorta. It is not known if this leak involved the covered right renal artery (i.e., combination type la and type 2). Post ballooning, the leak was diminished. Five endoanchors were then deployed in the neck in an attempt to address the endoleak and to stabilize the seal zone. Angiography following endoanchor deployment demonstrated that the endoleak was still present, and appeared similar to that prior to ballooning. An endurant endograft cuff was then placed at approximately the same level as the main endograft. Angiography again demonstrated the presence of an endoleak. At this point the physician converted the pt emergently to an open procedure. A substantial amount of blood was reported within the abdominal cavity, which was increased from preoperative CT. The physician was able to hand suture the proximal aspect of the endograph to the aorta; however, this suture line also bled. The pt was bleeding internally from multiple exposed tissue surfaces, suggestive of dic. The bleeding was not able to be controlled and the pt died during the operation. No endograft or endoanchor components were explanted for analysis.

Manufacturer narrative:
There was no allegation of a nonconformance regarding any of the devices used. The identification of the devices used was not reported. It cannot be conclusively determined whether the pt's outcome was linked to the devices.